Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 1 minute: 1. 31 mg/dl and 109 mg/dl 2. 25 mg/dl and 110 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.